Event description:
It was reported that the patient was having effect fluctuations from the implantable neurostimulator (ins) stimulation. The patient was fluctuating heavily with symptoms with on and off periods. The patient's wife, who does the recharging, was convinced that after an off period she was not able to recharge the battery hence there was no discharge. All impedance measurements were normal and have been measured several times. The extension had been revised and exchanged hoping to solve the problems. During the revision all impedances measured at the electrode and extension were normal. The healthcare provider (hcp) planned to explant the rechargeable device and replace it with a non-rechargeable device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of neurostimulator model 37612 (B)(4) showed no anomaly found; good stable output all electrode pairs.

Manufacturer narrative:
Extension model unk, serial # unk implanted: unk, explanted: unk.

Event description:
Additional information received noted that the physician had realized that the patient's illness was so far progressed that he was "restarting to have fluctuations". Approximate implant date was more than 4 years ago. Regarding the explanted extension, model # 37085-95, impedance measurements in the or during the revision confirmed that the extensions were ok. Prior to explant, the device was interrogated several times and impedance measurements were done several times. The physician hoped to get an improvement where the patient's wife wouldn't have to constantly recharge the device and therefore exchanged rechargeable ins to a non-recheargeable ins. A manufacturer's representative had been present at follow up and at explant of the ins. Regarding the patient's current status it was noted as not improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed. Additional information determined that the correct manufacturing site for this event is site # 3004209178.